Event description:
Physician assistant was inserting large da vinci clip applier into the robot, but it failed to recognize the device. The physician assistant tried to reinsert the instrument, but the robot continued to not recognize the clip applier. Situation was fixed with a different clip applier from the same brand.